Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional (second) clip delivery system is filed under a separate medwatch report number. Na

Event description:
This is filed on the first deployed mitraclip to report the difficult deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip gen 4 nt instructions for use was followed by the physician up until the final arm angle was performed. After the clip passed the final arm angle test, the arm positioner was to remain without tension in neutral position, but the physician was not comfortable with this so he turned the arm positioner a quarter turn to the closed position, leaving just a little tension on the device before proceeding with the deployment sequence. After the gripper lines were removed, it was noted that the actuator mandrel did not release the clip. Standard troubleshooting steps were performed and the delivery catheter handle was jiggled and rotated. After a couple minutes, the actuator mandrel released the clip to deploy it. The procedure continued with the implantation of the second mitraclip. With the second mitraclip gen 4 nt, the entire instructions for use was followed but there was still difficulty releasing the clip from the actuator mandrel during clip deployment. The same troubleshooting steps were performed and the clip was successfully deployed. Mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the dc shaft and the clip was not returned. It should be noted that the IFU (instructions for use), states, ¿read all instructions carefully." The user purposely deviated from the IFU: the second final arm angle check was not performed and the arm positioner was not turned to neutral. These deviations appears to have contributed to the reported difficult to deploy the clip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult to deploy appears to be related to combination of user technique and user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.